Manufacturer narrative:
The customer did not provide a lot number. Alere is unable to perform further investigation and determine root cause due to insufficient info in the event details. This issue will be tracked and trended.

Event description:
Caller reported potential false negative hcg results on the one step+ hcg urine cassette test on one patient. There was no reported adverse patient sequela. There was no comparative testing or patient info provided.